Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that resistance was observed, and pipeline was twisted and would never be deployed normally. The failure to open was in the distal section of the pipeline and the resistance was in the distal section of the catheter.  The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. It was resheathed "less than or equal to 2 times." The pipeline resheathed and removed from the patient with the microcatheter. Another flow-diverter was used. The pipeline was used for an indication that is on label and the pipeline and any accessory devices prepared and the catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.  The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right internal carotid artery with a max diameter of 8mm and a 6mm neck diameter. The access vessel had a 5mm diameter. The landing zone was 4.3mm distal and 5.2mm proximal. It was noted the patient's vessel tortuosity was severe. Dapt (dual antiplatelet treatment) was administered. Ancillary devices include a fubuki 7f guide catheter and a phenom 27 microcatheter.

Manufacturer narrative:
H3: product analysis #280116064:¿ equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5), in-house 0.0265in mandrel ¿ drawing(s) referenced: fg-15xxx-yyyy-zz rev. A ¿ as found condition: the pipeline flex shield and phenom 27 catheter were returned inside of a sealed bio-hazard bag and a shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The distal end of the braid appeared not opened due to damaged braid. The proximal end of the braid was found fully opened and frayed. No bends were observed on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The catheter tip and marker were examined; no damages were found. The catheter body appeared to be flattened at 4.0cm to 12.0cm from the distal tip. No flash or voids molded were observed in the hub. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and found patent. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub with no issues; however, resistance was observed at the damaged locations. ¿ conclusion: based on the returned devices, the customer report of "failure to open at the distal end", "resistance during delivery", and "catheter resistance" were confirmed. The distal end of the braid was not opened due to damaged braid. The damage to the ends of the braid is likely the results of the physician re-sheathing the device more than recommended two times. Additionally, from the damages seen on the catheter (flattening), pipeline braid (fraying) and hypotube (stretching); it appears there was high force used. It is likely these damages occurred when the customer attempted to retrieve the pipeline flex shield through the catheter against the resistance. However, the root cause could not be determined. Possible causes of failure to open and resistance include damaged braid, patient tortuous anatomy and lack of continuous flush. There was no non-conformance to specifications identified that led to the reported issues. Per our instructions for use (IFU), the user should: ¿begin to deliver the device using a combination of unsheathing the pipeline flex shield embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex shield shield embolization device has successfully expanded, deploy the remainder of pipeline flex shield embolization device by pushing the delivery wire and/or unsheathing the pipeline flex shield embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex shield embolization device. The system is designed to allow for 2 full cycles of re-sheathing of the pipeline flex shield embolization device. Re-sheathing the pipeline flex shield embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ see capa2015-010156. Ls 2022-09-14 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.